Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for extended periods of time and experienced pain at the pocket site due to the patient had loss weight. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.